Event description:
Attorney alleges that "in 2006, (patient) was implanted with a sprint fidelis lead model 6949 lfj which is supposed to help (patient's) heart to maintain an appropriate cardiac rhythm and to prevent sudden cardiac arrest. In 2008, (patient) suffered a heart attack and ultimately died from said injury." Further alleges patient "sustained injury, incurred medical expenses, suffered from disability, suffered a diminished ability to enjoy life, and experienced pain and suffering until his death on the same day." Review of manufacturer's database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.